Manufacturer narrative:
An event of cardiac arrest and delivery sheath kinked during procedure was reported. Field indicated that the patient had a cardiac arrest and immediately resuscitated. Abbott requested for images of device/operative notes to review, this was not provided by the field. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications, including inspection for kinks and cracks. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on 01 july 2025, a 4f amplatzer torqvue lp delivery system was chosen for a patent ductus arteriosus (pda) closure procedure. During procedure, while crossing the pda, it was noted that the delivery sheath was kinked. The patient had a cardiac arrest and immediately resuscitated. The physician believed the kinked sheath caused the cardiac arrest. A new 4f amplatzer torqvue lp delivery system was chosen and completed the procedure. The patient was reported stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of cardiac arrest and delivery sheath kinked during procedure was reported. The device was returned and the delivery sheath was kinked. Field indicated that the patient had a cardiac arrest and immediately resuscitated. Abbott requested for images of device/operative notes to review, this was not provided by the field. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications, including inspection for kinks and cracks. Based on the information received, the cause of the reported incident could not be conclusively determined.